Manufacturer narrative:
An event of pericardial effusion, chest discomfort, malaise, and ventricular tachycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging from the procedure was received and examined by abbott medical affairs. This review found that it appeared to be an IFU-aligned implant with a pericardial effusion of unclear etiology. The imaging and clinical presentation did not suggest pulmonary artery injury. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1056 - advance laa, patient site ID:(B)(6) it was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting time (act) level was 282 seconds, and heparin was administered. The tension test and close criteria were satisfied. The amulet was implanted with zero recaptures. After the procedure, a small effusion of 0.47mm was noted. The patient was on aspirin and plavix. On (B)(6) 2023, the patient was presented in the emergency room (ER) with chest discomfort, malaise, and appearing septic. Transesophageal echocardiogram (tee) showed circumferential pericardial effusion measuring 0.07-1.0mm. There was no tamponade, and the hemoglobin (hgb) level was 6g/dl. The patient received a blood transfusion. On (B)(6) 2023, patient went to operation room (or) for a pericardial window, and a drain was placed. 600 cc of blood was drained from the patient. The patient went to ventricular tachycardia (vt) arrest and was shocked and converted. The patient held plavix for 24-48 hours following drainage. Patient was in post anesthesia care unit (pacu) and reported as stable. The patient was later discharged. No additional information was provided. Subsequent to the previously filed report, additional information was received that on (B)(6) 2023, during the patients admission for pericardial effusion symptoms the patient was positive for occult blood and was diagnosed with a gastrointestinal bleed. The decision was made to withhold the patient's dual antiplatelet therapy and transfuse the patient with packed red blood cells to address hemoglobin and hematocrit levels. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting level was 282 seconds, and the tension test and close criteria were satisfied. The amulet was implanted with zero recaptures. After the procedure, a small effusion of .47 was noted. On 13 september 2023, the patient was presented in the emergency room (ER) with circumferential effusion of .07-1.0. There was no tamponade and the hemoglobin(hgb) level was 6. The patient received blood. On 14 september 2023, patient went to operation room (or) for a pericardial window and a drain was placed. 600 cc of blood was drained from the patient. The patient went to ventricular tachycardia (vt) arrest and was shocked and converted. Patient was in post anesthesia care unit (pacu) and reported stable.